Manufacturer narrative:
A ge service representative performed an on site investigation. The filament drive board and the high voltage tank were replaced and the filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that there was a kv error and an ma on error message. They reported that they rebooted three times before it started working. There is no report of injury or death associated with the event described in this complaint.